Event description:
It was reported that the insertable cardiac monitor (icm) reached its recommended replacement time earlier than expected. Boston scientific technical services confirmed premature battery depletion due to an irregular voltage drop shortly after implantation. The decision regarding replacement has not been made. The icm remains implanted, and no adverse patient effects have been reported. Additional information received indicates the icm was explanted and returned to bsc for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the insertable cardiac monitor (icm) reached its recommended replacement time earlier than expected. Boston scientific technical services confirmed premature battery depletion due to an irregular voltage drop shortly after implantation. The decision regarding replacement has not been made. The icm remains implanted, and no adverse patient effects have been reported. Additional information: the device was explanted due the early battery depletion and a new device was implanted.

Manufacturer narrative:
This supplemental report is being submitted due to complaint investigation indicates the product was returned to boston scientific, product analysis was performed and confirmed the premature discharge of battery. Based on the finding of battery lab analysis of anode ribbon breaching to cathode. The supplemental update was made to evaluation conclusion codes and evaluation method codes (h6) section device manufacturers only.